Event description:
A zoll sales associated contacted zoll customer support to report that a (B)(6) male pt was receiving alarms. Zoll customer support contacted the pt's nurse who reported check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages) has been confirmed. Upon receipt the trunk cable was cut and the belt could not baseline. The cause for the adjust belt messages and the inability to baseline was signal distortions. The cause for the signal distortions was movement of the cut cable. The root cause for the cut cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the cut cable. The pt received a replacement electrode belt.